Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired. The patient was coded and placed on continuous veno-venous haemodiafiltration (cvvhd). The patient was given full intropic support. No alarms were reported or problems with the pump. The patient likely expired due to septic shock. Rv failure leading to multi-system organ failure (msof).

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.